Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they woke up to a high blood glucose level of 400 mg/dl. They treated the high blood glucose with the insulin pump. They also reported that the insulin pump alarmed a motor error during the night. Troubleshooting was performed. The alarm occurred during basal delivery. It was noted the insulin pump may have been exposed to a magnetic resonance imaging. The customer was able to complete the insulin pump rewind. The insulin pump alarm contained neither a motor position encoder error nor more than one motor error alarm within the last 30 days. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing, including idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test,displacement test and rewind test. No motor error alarm noted. Motor passed motor test. The insulin pump had broken battery tube threads and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.